Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed to restore the device. There were no patient consequences.